Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip of the jaws broke off in the patient¿s leg. Harvester was able to go in and retrieve it with a new device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Specks of tissue and blood were observed on the jaws. The silicone insulation on the cold jaw was partially torn away from the tip with detachment. The detached silicone insulation was not returned for investigation. A microscopic inspection determined that the heater wire was slightly bent at the center of the hot jaw. No other failures were observed. Based on the condition of the device as found, the reported failure "peeled; jaw" and analyzed failure "material twisted/bent; wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip of the jaws broke off in the patient¿s leg. Harvester was able to go in and retrieve it with a new device. The hospital did not report any patient effects.